Event description:
It was reported that this pacemaker had a red call doctor icon and was explanted. This product has not been returned for analysis. No additional adverse patient effects were reported.